Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer's purse was stolen but insulin pump was returned. It was reported that display screen was badly scratched and customer was not able to read alarm received. Customer was not able to disconnect from pump due to being at work. Customer's blood glucose was unknown. Insulin pump would be replaced.